Event description:
A physician reported that during an intra ocular lens (iol) implantation procedure, they found the lenses with the anterior surface deposits/changes. The lenses have not been explanted, and the surgeons reported that there was no loss of visual acuity.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Only photo was returned. The reported complaint can be observed on the returned photo. The received images show an implanted intra ocular lens (iol). There are light reflections and illumination over the eye. There appear to be white marks/lines on or over the lens. Based on our observation of the attached photo, the iol appears to have marks on the optic. The root cause for the reported complaint could not be determined as no product was returned, and not enough information was provided to complete the investigation. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).